Event description:
In 2007, a patient underwent a revision surgery of an anterior cervical fusion due to the screw pulling through the locking ring of the plate as identified via x-ray. The surgeon replaced the hardware with another manufacturers instrumentation without injury to the patient.

Manufacturer narrative:
The evaluation of the event was performed by reviewing the device history records and performing a visual inspection of the returned implant. The investigation found uneven wear of the locking mechanism (swivel) which is most likely due to insertion of the screw outside of the acceptable screw trajectory. Based on a previous investigation for this issue, was submitted in 2005, to modify the surgical technique to update the trajectory of screw placement. This event occurred after the release of the updated surgical technique. The investigation concluded the event is a result of failure to follow the surgical technique. This is the first event for this surgeon that has been reported. No further action is required. Monitoring of events of this nature indicates the previous action has been effective.